Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the electrical test code #50 in the iabp¿s diagnostic error log. The fse reported that the device passed motor calibration and then completed pm with full calibration. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented an electrical test failure (etf) #50. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.